Manufacturer narrative:
New updated and corrected information is referenced within the update statements. Please refer to statement dated 13dec2018. No further follow up is planned. This report is associated with 1819470-2018-00222 since there is more than one device implicated evaluation summary: a female patient reported that her humapen ergo ii device was broken. She experienced abnormal blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event, concerned a female patient of unknown age and origin. Medical history was not provided. Concomitant medications included metformin for unknown indication. The patient received insulin lispro (rdna origin) injections (humalog 300 u/3ml) cartridge via a reusable humapen ergo ii, three times a day, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date of 2016. Dose was not provided. On an unknown date after starting the insulin lispro treatment, her two humapen ergo ii devices were broken (lot number unknown, pc (B)(4); and lot number unknown, pc (B)(4)) and she experienced blood sugar abnormal (no values provided) and on (B)(6) 2018, she was hospitalized for blood sugar adjustment and on (B)(6) 2018, she was discharged from hospital. No information regarding corrective treatment, outcome of the event and status of insulin lispro was provided. The operator of the humapens ergo ii and training status was unknown. The humapen ergo ii model duration and the suspect humapens ergo ii duration of use was not provided. The suspect humapen ergo ii devices were not returned to the manufacturer. The reporting consumer did not know the relatedness of the event with insulin lispro treatment or humapen ergo ii. Edit 28-nov-2018: patient initials added to allow report generation. Edit 30nov2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 04-dec-2018: additional information received from the initial reporter on (B)(6) 2018, and upon internal review of initial information; added second unknown lot number humapen ergo ii and processed pc numbers accordingly. Updated narrative accordingly. Update 05-dec-2018: upon internal review of case, the information reported on (B)(6) 2018 was actually received in the initial report on 21-nov-2018. Added the initial receipt date of 21-nov-2018 as new pen was added following review of the case. Update 13dec2018: additional information received on (B)(6) 2018 from the global product complaint database. Entered the device specific safety summary (dsss) and updated the medwatch and european and canadian (EU/ca) device fields for the suspect device associated with pc (B)(4) and (B)(4). Corresponding fields and narrative updated accordingly. Edit 17dec2018: updated medwatch fields for expedited device reporting. No new information added.